Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the blood glucose was high. The customer¿s mother reported that the customer put in a new sensor, monday night and states that at school today sensor stopped working. Mother tried to reconnect sensor and received a sensor not working, change sensor alert. The customer was running high. The customer went to nurse to check ketones and nurse wanted her to check blood glucose. The customer¿s blood glucose was 262mg/dl and 69mg/dl. Patient's current blood glucose was 582 mg/dl. Customer mother does not wish to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.